Event description:
Caller reported a cgm error related to a g7 sensor. There was no adverse impact to the customer¿s blood glucose level indicated. The customer was assisted by technical support, who provided guidance on how to reset the pump. After the reset, the error did not reoccur, and the customer was able to successfully start their sensor session.